Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. The lead was repositioned and is currently implanted. To date, the lead remains in service. No additional adverse patient effects were reported.